Event description:
I had the cypher stent put in -over a year- and was told to take plavix and aspirin. Because I was not aware that there was a problem with my particular stent and because I will be going off of the plavix for at least a week for some upcoming surgery, I took myself off of the plavix and aspirin for two weeks because I had acute sciatica and needed to take the celebrex. I am not sure there is even a correlation but during that time period I suffered a tia/mini-stroke. Now I am afraid to go off of the plavix even for my knee replacement. That's all. I do believe that all cardiologists must tell their patients that their particular stent is more likely to have blood clots because one of the reasons I felt it was okay to go off of the plavix was because none of my acquaintances or friends/family had to be on it.